Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm, blank display and pump error. The customer¿s blood glucose level was 70 mg/dl. The customer reported that they had stuck button alarm. It was reported that they had pump error and were unable to clear it. The customer reported that they had blank display. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No trace pointers are invalid error and no blank display during testing. All buttons functioning properly no damage on the keypad assembly.